Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting, mild abdominal pain, and mild cloudy effluent. The cause was unknown. One day after symptom onset, the patient was diagnosed with peritonitis and hospitalized. On the same day, the patient was treated with vancomycin (1 gm, once in four days, intraperitoneally), amikacin (125 mg, once a day, intraperitoneally), imipenem (250 mg, twice a day, intravenously), and tablet syscan (250 mg, once a day, orally). Two days after treatment initiation, vancomycin, amikacin, imipenem, and syscan were stopped, pd therapy was discontinued, the patient's catheter was removed and on the following day, the patient was switched to hemodialysis. On the same day, the patient was treated with amphotericin b (unknown dose, intravenously). On the same day, the patient was deemed recovered, however hospitalization was ongoing. Additional information is not available.